Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the device could not be interrogated by two different programmers. A magnet was placed over the device and magnet response was visible which showed the device was pacing. A third programmer was used and it was then possible to interrogate the device. The device remains in use. The status of the programmers is unknown. No patient complications have been reported as a result of this event.